Manufacturer narrative:
Parts order only from customer location. MFR's investigation is still ongoing; if additional info is received, a f/u report may be submitted.

Event description:
It was reported by service report that the customer alleged that the toprail was broken. No pt involvement or adverse consequences are reported.